Event description:
It was reported that the lead continually dislodged. The lead was explanted and replaced with a longer lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.